Event description:
It was reported by the sales representative that during surgery, the surgeon appeared to have problems with the screwdriver. He noted that the tip of the screwdriver was broken off at the tip. According to him, he did not put high pressure on the screwdriver. Nothing was left in the pt. The surgery was completed successfully.

Manufacturer narrative:
Additional info will be provided once investigation is completed.